Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30360934m number, and no iinternal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient (inr =3.2 ) underwent atrial flutter (afl) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that at the end of the procedure, post use of biosense webster product and post ablation, the patient¿s blood pressure dropped and it was then observed by intra-cardiac ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis was performed in which an unknown amount of fluid was removed from the pericardial space. The patient was stable and was transferred to the critical care unit for observation. There was debate on cancelling the case because the patient looked pretty sick. The patient condition improved the following day. He was extubated the same night. They did not require extended hospitalization. The physician did not think that the cause of the event was a product malfunction. Event occurred post use of biosense webster product. There was no transseptal puncture performed. There was no indication of a steam pop. The irrigation settings was on 2ml/min. There were no error messages observed on biosense webster equipment. The force visualization feature was dashboard. The visitag stability settings were 2.5mm for 3 sec. Tag size 2mm and color based on impedance (drop is 0-15 ohm).